Event description:
Customer reported a no delivery alarm and battery errors. Customer declined any troubleshooting. Customer's current blood glucose reading is 234 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump had operating currents within specification. No unexpected low battery alarms were noted. The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners.